Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose, bent infusion set cannulas, and insulin leakage while using the infusion sets. She stated her blood glucose elevated up to 400 mg/dl within a few hours of inserting the headset and she would find the cannula was bent and insulin would be leaking from the site. She changed the infusion site and bolused to lower her blood glucose. Her target blood glucose range is 170-180 mg/dl. The issue occurred 4-5 times. She used the insertion device to insert the headset. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.